Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Surgeries were completed, however, the issues occurred for approximately two weeks.

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the customer did not accept servicing and decided not to fix the system. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing smooth vacuum and silicone leakage. The event occurs when the system is loaded. Liquid continues into the cassette. Additional information has been requested.